Event description:
It was reported that a trial procedure was aborted due to an epidural fluid leak. It was noted that the patient had a severe headache. The trial lead was discarded. The patient is currently doing better.